Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a damaged and bubbled dso, scratched lcd lens screen, fluid ingression and a contaminated dso seal and main board. The tamper seal was not broken. Review of the event history log (ehl) showed cassette not attached properly. A functional test was performed and the reported issue was duplicated. A cassette not attached properly error alarm occurred upon attaching a known working disposable cassette. It was determined that the cause was due to a damaged dso sensor and fluid ingression. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette not attached properly. Patient involvement unknown.